Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the ECG a, b and front te cable were pulled from their strain reliefs, damaging wires in the cables. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.